Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit's motor speed was above specifications. The motor and plug harness were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that the machine would not start before surgery case. We found the machine could not be activated. The unit would not turn on. Investigation found the rpm's were above specification. No adverse event was reported as a result of this malfunction.